Event description:
It was reported sensitivity (millivolt) test failed. The device was returned for calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper case was dented affecting keyboard fit, the upper and lower cases were broken, one bail cover was broken, the ring cover was the wrong part, the battery contacts were compressed, the keyboard was scratched, the battery drawer o-ring was missing, and the serial number label was damaged. (B)(4).